Event description:
The customer reported a speaker malfunction. Speaker malfunction inop confirmed the problem. There was no allegation of any patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Contact office correction: (B)(4).